Manufacturer narrative:
Not all patient information was present at the time of the event. Software analysis was conducted by a software engineer who concluded that the behavior that was exhibited was working as designed based on available information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system provided an error message indicating that the tracker was too far from the tip while attempting to calibrate. Manufacturer representative attempted using another tracker which temporarily resolved the issue, however, error message reappeared during the third calibration step. Rep attempted using another surface without resolution. The procedure was completed with the navigation system despite the reported issue. There was no impact to patient. There was no reported delay to the procedure due to this issue.